Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 15 years old and has been in 3 times for repairs. The last repair was on (B)(4) 2011, for a non related issue. The inspection found that the device operated normally. The cord was flexed repeatedly while operating, and no fault could be found with the operation of this device. Power supply, s/n (B)(4), was returned with the device, and was used to operate the device effectively. Unable to determine a cause of the reported complaint. Clinical follow up indicated the device stopped during a procedure, and was able to be restarted by flexing the power cord. When tested on initial pre repair evaluation, no failure was found with the device operation, event with constant cord flexion. The motor speed was within specification, as were all other performance specifications when tested during the repair process. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome stopped in middle of use. Seems to be cord problems. When moved it restarted then stopped again. Additional clinical follow up with the hospital indicated that the dermatome stopped in mid-use during graft harvest. The surgical team was able to "wiggle" the cord at the base of the dermatome handpiece to get the dermatome started again. The planned donor graft was harvested with this dermatome but it was reported there was a hole in the donor harvest. The surgeon was able to salvage the donor harvest for implantation. There was no additional graft harvest, no increase in the surgical procedure time, and no additional surgical intervention required.